Manufacturer narrative:
Analysis of programming history confirmed and interrupted system diagnostic test.

Event description:
Our local partner in (B)(4) was contacted by a vns programming physician reporting that they tried several times to do both diagnostic tests, with same results and what's more important, the patient doesn't feel stimulus anymore. It was reported an error message came up saying that the patient was not at minimum settings. Programming history was received for review. Interrogate (B)(6) 2011 2:06:58 pm 2.5, 30, 500, 30, 1.8, 2.8, 500, 60, no. System diagnostics - standby (B)(6) 2011 2:11:04 pm output status ok, lead impedance unknown, dcdc 0, eri, no (faulted test). System diagnostics (B)(6) 2011 communication ok, lead impedance ok performed at 1.00ma, dcdc 1, eri no. Normal mode diagnostics (B)(6) 2011 2:15:37 pm communication ok, lead impedance ok, ok, 0.00ma, unknown, dcdc 0, eri no. Based on review of the programming history it appears the patient was first interrogated, second systems test that faulted, third ran systems test and lastly the normal mode when set at 0 therefore the error message that came up saying not at minimum settings. No interrogation was performed after in the programming history received to confirm patient settings. It is possible the patient left the office at unintended therapy. The patient will be returning to clinic to be evaluated and further teaching provided to the site in regards to this event.